Manufacturer narrative:
Omit: other occupation, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, initial reporter occupation. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of magnesium sulfate could not be confirmed. Log review and testing could not identify or replicate the reported issue. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2011 fluid delivery performance testing for infusion pumps. Review of the suspect pump module and concomitant pcu error logs were found with no records related to the reported issue. The review of the concomitant pcu event log showed that on 04nov2025 at 9:13 am, the system was powered on and the user programmed and started a magnesium sulfate guardrails infusion with a rate of 25ml/hr and volume to be infused (vtbi) of 50ml. The primary volume infused (pvi) was recorded as 0ml. At 10:38 am, the channel alarmed for patient side occlusion and the user powered down the system. The pvi was recorded as 35.41ml. At 10:48 am, the system was powered on and the user programmed and started a magnesium sulfate guardrails infusion with a rate of 25ml/hr and vtbi of 50ml. The channel immediately alarmed for check IV set and the user powered down the system. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. The incident bd primary administration set was not returned for this investigation; therefore, it could not be tested. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Root cause: the root cause of the report of an over infusion of magnesium sulfate could not be determined. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, g02017, c0503, d08, a0401, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 2g infusion of magnesium sulfate was scheduled to deliver in 2 hours and finished in 1 hour, 15 minutes. There was patient involvement, but no harm. The customer later provided the following information: the event occurred on 4nov2025 at 10:51am. The infusion was a one-time dose of magnesium sulfate ivpb 2g in 50ml of sterile water. The ordered rate of infusion was 25ml/hr with a volume to be infused of 50ml. It was noted that 50ml had infused in 73 minutes.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Entry description to: it was reported that a 2g infusion of magnesium sulfate was scheduled to deliver in 2 hours and finished in 1 hour, 15 minutes. There was patient involvement, but no harm.